Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who is responding to their letter. In the letter, the patient was asked when their implantable neurostimulator (ins) was explanted, but they don't know the dates that the letter is asking for. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked when the implantable neurostimulator (ins) was explanted, the patient responded with, "?." The cause of the lack of therapy was not determined; it just didn't help the last year. The patient said the device was gone when it was explanted; they do not know what happened to the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient had their ins removed because it didn't help them; they don't remember when they noticed it. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had the implantable neurostimulator removed because the patient needed an MRI of the brain for a cyst that they had. The MRI was unrelated to the device, and the implantable neurostimulator did not work for the patient¿s symptoms. The patient didn¿t remember what year the implantable neurostimulator was removed. There were no further complications reported or anticipated.